Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer¿s blood glucose level ranged from 126-127 mg/dl. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy.